Event description:
While nurse was reviewing the cycler data sheets, she noticed a fill volume of 1,720 on the 10th fill. The patient's prescribed fill volume is 1,000 ml. When the patient's family member was contacted, she reported that the pt was c/o stomach ache so she tried to drain him. She was unable to drain the patient since the cycler was giving drain alarms and the numbers were going backwards, so she drained him manually. She did not measure the effluent but she estimated it to be more than two liters. There was no serious injury.